Manufacturer narrative:
The device is retained by hospital and returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the left atrium while performing gripper identification one of the grippers was not working. The clip was replaced and the procedure was successfully completed with an mr reduction to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation issues was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a